Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. The condition of the device as returned precludes any electrical testing for resistance, jaw force and temperature. However, a pre-cautery test per the instructions for use and a poly-fuse safety shut-down test are both able to be performed. The pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced steam and heat during several activation and shuts off when the toggle was released. A polyfuse electrical test was performed; the polyfuse successfully shuts off the heater after a prolonged period of time and reactivated after approximately 30 seconds of cool-down. Based on the evaluation and test results, the reported complaint was confirmed for heater wire detachment from the hot jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation did not seal large branches and as a result the harvest was quite challenging. There was significant bleeding in the tunnel from several large tributaries which hindered adequate visualization. No blood products had to be given. The procedure was completed with the original device.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation did not seal large branches and as a result the harvest was quite challenging. There was significant bleeding in the tunnel from several large tributaries which hindered adequate visualization. No blood products had to be given. The procedure was completed with the original device.